Manufacturer narrative:
Follow-up submitted to correct awareness date in section.

Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during clinical procedure it was observed that there was no primary stability and implant was removed.